Event description:
It was reported that "surgeon attempted to utilize iliac screwdriver (B)(4) to remove a 8.5 x 80mm xia 3 iliac closed head screw, and upon applying rotational force to the screwdriver, the tip snapped."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.